Event description:
It has been reported that the device is not recognizing multiple sets of pads.

Manufacturer narrative:
Reported in error. Customer has reported replacement pads resolved the issue.